Event description:
Customer's mother reported via phone call that the customer is in the intensive care unit with diabetic ketoacidosis. Customer had unexplained high blood glucose since (B)(6) 2015. The customer experienced vomiting, blood pressure was low and body temperature was 80. It was stated that customer was found unresponsive lying on the floor prior to the hospitalization. Blood glucose value at the time of admission was 1200 mg/dl. Customer was treated with insulin drip and medicine to bring up blood pressure as well as fluids and potassium. Last blood glucose reading was 216 mg/dl. Customer had left the insulin pump at home at the time of the initial call. Diabetes educator called back a couple of days later with the insulin pump and stated that it was found that it was in the rewind/prime mode. Customer was able to prime. No unusual alarms were found but time was incorrect; customer was assisted on correcting the time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.